Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. There was crack at the battery compartment. The customer stated that the insulin pump was totally off, replaced battery again. And customer was able to correct blood glucose. The customer declines troubleshooting for her high blood glucose. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.